Manufacturer narrative:
Due to indrf harmonization, any previously submitted device, method, result, and conclusions codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the therapy was helping them to empty their bladder but they still experienced frequency. They noted that the trial went really well but the issues started as soon as the first programming was done on the implantable neurostimulator (ins). They have tried to have the device reprogrammed but no matter what they did it ¿wasn¿t working¿. The last time they had it programmed they put it on 2 different settings which seemed to help. The patient stated that they needed to have the device ¿tweaked again¿. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient started out on program 1 and no changes had been made on p1 and therapy was working terrific for them, it was like day and night. Patient said yesterday their physician's assistant "modulated" their device by hooking them up to a bigger device (clinician programmer) and changed them from p1 to p4. Patient said and they were not getting results now that they were on program 4 because they were having the frequency and the pressure down there (that had not been there on p1). Patient said that her p.a. Told them at the appointment yesterday that the device was put in really good because the patient was super sensitive to 'it' (stimulation), patient confirmed that they were not referring to anything adverse and meant they had felt stimulation when p.a adjusted stimulation on p4 and the p.a dialed it down a bit. Patient said now that they were not feeling any stimulation. Patient said that the p.a. Told them that patient can always go back to program 1 if program 4 wasn't giving her results. Patient had already received instruction from hcp and said that they would first try increasing stimulation up to where they felt it on p4 and if that didn't help improve her symptom control then they would call back with their patient programmer for assistance changing back to p1. Patient was going on trip monday so they would try to call before then. They were calling back with the programmer to adjust to program 1 - patient repeated events already reported in original call note. Patient was on program 1 and was feeling stim comfortably. Patient was advised to consult with doctor for more information. There were no other malfunction or complication were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that originally, when the therapy was on program 1, it would vibrate inside. Since the patient's pa reprogrammed their device and put the stimulation on program 4, they felt stimulation in their butt, which was a different area. Patient mentioned that since speaking with patient services and changing stimulation from program 4 to program 1 they had not experienced relief and was requesting assistance in changing to program 2. Patient mentioned their device was allowing them to sleep because they were usually up every hour, they further stated their knees were shot from it. Patient mentioned they could now sleep 3 hours and one night they were able to sleep 4 hours, which was a big improvement. Patient mentioned daytime and mornings were pretty bad as far as going, stating the temporary device worked beautifully, but they hadn't yet experienced the same relief from the permanent device. After prior adjustment, the patient left the stimulation on program 1 at 1.4v for 3 weeks. Patient was able to sync with their patient programmer on the call and confirmed stimulation was on. Patient changed to program 2 at 0.5v and increased to 0.7v where they confirmed they felt it at a strong, but comfortable level in the bicycle seat area. It was reported that troubleshooting resolved the reported issue. The patient was instructed to monitor symptoms and follow-up with their healthcare provider if there was no improvement.